Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. The patient alleged cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegating particles in air path related to a CPAP device's sound abatement foam. The patient alleged having cough. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit and device provided airflow during therapy. As per secondary findings the dust/dirt contamination found on the air inlet, motor casing/impellers, back of lcd panel, rear panel, bottom cover, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral spots consistent with water ingress were found within the blower box and on the motor casing, slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.